Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 37 and 48 hours on the back. As treatment, a new pod was placed.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear. Fluid was observed exiting the tear during a leak test. It could not be determined when the tear occurred or if it contributed to the pod failing to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.